Event description:
It was reported that during a procedure involving the percutaneous transluminal angioplasty evercross 035, a fistula was associated with the event. The balloon burst at a pressure of 7 atm, and a surgical cut down intervention was performed during the procedure. The inflation fluid used was a 50/50 contrast mixture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned a section of the inner shaft and balloon detached from the device. There is approximately 23mm of the balloon still attached to the device. Approximately 17mm of the detached balloon was returned, and the markerbands are still present on the detached section of the inner shaft, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.